Event description:
It was reported that when the surgical tech opened the package, the tip of the trocar stuck in his hand and broke the skin causing an injury. There was not a tip protector on the trocar or found in the packaging.

Manufacturer narrative:
The product was returned for evaluation. The product that was received was a closed wound suction kit with original product packaging. Visual inspection noted that the tip of the trocar was uncovered and the trocar had penetrated the inner bag. The incoming qa records review for component (B)(4) (stainless steel trocar needle with protective radiopaque sleeve) which is received from external supplier troy manufacturing co. With bard lot no. 1164382 (supplier lot no. (B)(4)) and 1276420 (supplier lot no. (B)(4)) used in the manufacturing of the reported lot did not show any rejects for iqa random visual inspection (where it is inspected that trocar point tip shall be shielded with a protective sleeve, positioned 5/8 plus or minus from end of tubing to tip of trocar). The finished product is inspected for the protective sleeve prior to release of the product for general distribution. The finished product is inspected for the protective sleeve prior to release of the product for general distribution. The finished product met all finished goods specification prior to release. This is the first complaint received for the reported event.